Manufacturer narrative:
D4: partial UDI provided. H10: report is manufacturer report number.

Event description:
It was reported that the procedure was percutaneous coronary intervention (pci) on ostial left anterior descending (lad)/d left main (lm) artery. Upon getting on table, the patient began to have constrictive pericarditis (cp). When the physician was canulating vessel with a non-abbott guide catheter, the patient began to have st elevations. The vessel was wired with continuing st elevations and the physician requested a 2.0 x 12 compliant balloon. However, a 4.0 x 15 scoreflex balloon was used and inflated to 12 atmospheres. Two inflations were completed and no initial angiogram was taken prior to inflation. Angiography was performed after two inflations and all vessels were shut down except for lm and diagonal branch. The patient had st elevations, prior to engaging the vessel, that meant that the patient was beginning to infarct. Patient went into ventricular fibrillation and shocked at 200j. A non-abbott balloon was used down the vessel. The physician attempted to wire the circumflex but was unable to. The patient lost pulse and began to code. It was unable to regain flow to vessel and obtain return of spontaneous circulation (rosc). The patient expired. In the opinion of the physician, the cause of the death was thrombus in the lm that embolized when the vessel was cannulated and the balloon could have contributed to thrombus embolizing, and that any balloon would have progressed the situation.